Manufacturer narrative:
Batch review performed on 19july 2017. (B)(4).

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. No trauma reported. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.